Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter phone number that is available is (B)(6). The complete customer name that is provided is (B)(6) hospital. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water pump seems to be running slow in an arctic sun device. Per review of wo on 21oct2024, device was used on patient. No patient identifiers available, no patient impact reported.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. No flow. Replaced circulation pump. Device did not cool the water. The temperature cable was not working. Replaced mixing pump, temp cable. After replacing all the parts, the device works correctly. The functional test and the calibration were performed correctly. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The initial reporter phone number that is available is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water pump seems to be running slow in an arctic sun device. Per review of wo on (B)(6) 2024, device was used on patient. No patient identifiers available, no patient impact reported. Per follow up information received via mail on 04dec2024, the device sent to onsite by replacing the circulation and mixing pump. Per sample evaluation results received via task on 08jan2025, the temperature cable was not working.